Event description:
It was reported that the package of the lead may have been opened. As a precaution, another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The packaging was not returned, so the package was not able to be examined for signs of insufficient sterile barrier sealing.